Manufacturer narrative:
The unit failed to alert during the power up self-test sequence with either the system malfunction led illuminated or an audio alarm due to a non-functional inverter integrated circuit (u3). Medex was able to confirm the issue and determine a cause. This issue is being monitored for trend. The unit was repaired and returned to the customer. No additional action is necessary at this time. Medex considers this MDR closed with this report.

Event description:
The reporter stated that the system malfunction does not light during self-test. There was no pt injury of treatment associated with this event.